Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) recollected patient sample resulted as negative from a veritor analyzer. The user visually saw five multiple lines on the test cartridge before inserting it into the veritor analyzer and then questioned the negative result from the analyzer. The customer reported the patient result as invalid. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4292631. The customer reported that they saw 5 lines on the test cartridge, although the analyzer gave a negative result. The customer collected a new sample from the patient and retested, and they received a negative result again with multiple lines visible on the cartridge. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No return samples were received; therefore, no return sample analysis could be performed. There were 3 photographs received, one of the kit boxes, one of the back of the analyzer, and one of used test cartridges. From the one photograph that showed the used cartridges, there were lines visible: a line for the control line (c), the flu a line (a) and an additional line below the a line. This additional line below the flu a line is the negative control (nc) line and is unmarked on the cartridge. The nc line functions to bind with interfering antibodies that may be present in a sample and will reduce the chances of these interfering antibodies to bind to the other test lines. Since the positive control (c) line is visible in the photo received, the tests are valid, and the assay is therefore functioning as expected. The issue cannot be confirmed through this image alone, without analyzer data. A trend analysis for discrepant results was conducted; no adverse trend was identified. Based on the information provided, the reported issue may be a sample issue and it is recommended that the customer use a different testing method if this reoccurs. Additionally, it is advised to always use the analyzer to determine results, and not to visually read the cartridges. There were no corrective actions taken at this time.

Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) recollected patient sample resulted as negative from a veritor analyzer. The user visually saw five multiple lines on the test cartridge before inserting it into the veritor analyzer and then questioned the negative result from the analyzer. The customer reported the patient result as invalid. There were no health impact or consequences reported. Eua (B)(4).